Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery during both basal and bolus delivery. The patient's blood glucose at the time of incident was 263 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer disconnected and reconnected the infusion set and reservoir and attempted to push insulin through the tubing via plunger push. Insulin exited the tubing but it took more force than usual. The customer attempted a prime but the insulin pump alarmed no delivery. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. No cosmetic damage was noted.